Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.

Event description:
The patient was operated on in 2008 due to a spondylolisthesis l5/s1 with a bilateral isthmic indications. The surgeon fixed the spine through a one level screw/rod fixation. The patient felt good till 2009, when he has had some low back pain after a sudden movement. Eight months later, the patient underwent a revision surgery, extension of the arthrodesis up to l4 (l4/s1 to the left and l4/l5/s1 to the right) was performed. The head of the broken screw was removed but not thread, that was left in the vertebral body. Second revision surgery was performed three months later, the head of the broken screw s1 on the left (thread was not removed) and the thread of the screw on l5 to the left were removed.